Manufacturer narrative:
An event regarding dislocation involving a metal head was reported. The event was confirmed via medical records. Method and results: device evaluation and results: not performed as the reported device was not available. Medical records received and evaluation: a review of the provided information by a clinical consultant could confirm the event but could not determine a root cause. In conclusion, we can be sure that root cause of failure is quite likely an adverse mix of certainly procedure-related factors related to component malposition the type of which cannot be further detailed due to lack of x rays , possibly patient-related factors due to absence of relevant information but that this pi case is certainly not device-related device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays, patient history and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient's left hip dislocated, came into ER and had it relocated, went to drs office next day then scheduled surgery to revise femoral head to longer neck length.

Manufacturer narrative:
The device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated there have been no other similar events for the reported lot. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient's left hip dislocated, came into ER and had it relocated, went to drs office next day then scheduled surgery to revise femoral head to longer neck length.